Event description:
Multiple prime ten alarms occurred during the priming of the extracorporeal photopheresis (ecp) kit. The practitioner was unable to clear the alarms and therefore aborted and used a new ecp kit.